Event description:
Additional information indicated the reported malfunction was a pump malfunction. The device was explanted and replaced.

Manufacturer narrative:
This follow-up MDR is created to document the device return and additional event and device information. The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up was created to document the conclusion of the evaluation. A titan touch pump, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the inlet tube of the reservoir at the tube/strain relief junction. Testing confirmed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A separation was noted in the reservoir bladder. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have uniform striation, indicating contact with sharp instrumentation. Partial separations/impressions were noted on the shorter exhaust tube of the pump indicating location where the connector cage was attached to the tube. Testing revealed these to not be sites of leakage. Dry tissue/blood was noted surrounding the reservoir poppet. No functional abnormalities were noted with the pump or either cylinder. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress(s) was most likely exerted on the reservoir inlet tube at the tube/strain relief junction to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. The instrument separation in the reservoir bladder occurred subsequent to explant. Due to the dry blood/tissue surrounding the reservoir poppet area, this occluded fluid from passing to drain the reservoir. A separation was made prior to sterilization in the reservoir bladder to allow fluid drainage. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was a malfunction but it was not visible.